Event description:
Patient was having right ica ophthalmic aneurysm embolized with penumbra 400 coils. Aneurysm was successfully embolized with two penumbra 400 coils and a third party pipeline device. The post embolization right common carotid injection allowed for visualization of a mild vasospasm of the cervical ica without restriction to flow. No actions were taken, and there were no immediate complications related to this event. The relationship to the device was uncertain.

Manufacturer narrative:
Conclusion: vasospasms are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00261. Device implanted in patient.